Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during a general surgery (planned treatment/non-emergency treatment) and the surgery was completed after moving patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the fluro was not working. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse identified the 6.3 amp fuse for video boards was blown and the hose carrier was worn. The philips engineer pdu single phase distribution unit sp and hose carrier. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not working on the azurion device. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.